Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired and sleepy. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for test strip not absorbing the blood. Customer's test strips are expired: manufacturer¿s expiration date is 08/27/2018. At the time of the call the customer reported feeling sleepy and tired. Customer stated she had a doctor's appointment that day (reason undisclosed). Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.